Event description:
Unit allegedly shut down. Dealer alleges it looks charred, but no smell or heat. No injury alleged.

Manufacturer narrative:
RMA (B)(4) has been initiated for this issue. Model irc5po2v concentrator, serial number/date code (B)(4) is approximately 4 months old. The user manual part number 1143482 rev e (nov-09) was issued with this device. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's medical condition, stability and medication regimen are unknown . The consumer is a (B)(6) male with an unknown height and weight. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown.